Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was not received by the laboratory of getinge wayne facility. The device was shipped to rastatt, germany. Therefore no evaluation could be performed. This complaint record will be reopened and further investigated if the product becomes available. A follow-up MDR will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 working tool broke when inserting into the working channel. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 working tool broke when inserting into the working channel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.